Manufacturer narrative:
Corrected data: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). Device evaluation: visual inspection was not performed as complaint device was not returned for analysis; the lens remains implanted in the patient's eye. A photo of the implanted lens was reviewed and no product deficiency was identified.   Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The in-line optical inspection data shows the lens is within power specification and the lens met the specified requirements. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The warning sections provides information related to perception of associated effects with the lens under certain conditions.   The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. The complaint cannot be confirmed. No product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient who had an intraocular lens, model zma00, implanted about half a year ago, complained of waxy vision (blurred vision) right after surgery. The patient's visual acuity was reported as 0.8 (20/25). The doctor expressed concern about the lens surface treatment. No yag was performed. No further information as provided.